Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to metallosis. An alumina head with v40 sleeve and alumina insert were revised to a biolox head with sleeve, and trident poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.